Event description:
Device malfunction: device #2 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, a suture break was experienced. A second device was used and a cuff miss was experienced. Hemostasis was achieved using a third proglide device. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The proglude device #1, lot #65186-6h, is being filed under medwatch MDR #2853144-2008-01369. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.